Event description:
It was reported that the tip of the pituitary broke during the procedure. No patient complications were reported.

Manufacturer narrative:
(B) (4). The instrument was returned to the manufacturer for evaluation. Visual macroscopic exam shows that the tip of the static shaft is broken by the pin location. Both the lower jaw and pin are missing. The fractured surface does not appear to be broken by fatigue failure. Excessive force applied to the instrument may cause the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.